Manufacturer narrative:
The insulin pump passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 1384 and file ID 26. Unable to determine the root cause per r & d. No unexpected pump error 54 alarm during testing however, the formatted history file confirmed pump error 54 (line number 1421 and file number 31122) due to a software error. Pump error 3 or 4 alarms noted during testing.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.